Manufacturer narrative:
Please review attached for the investigation results.

Event description:
It was reported that patient underwent revision surgery due to patellar loosening following fall on knee, with exchange of patellar component.